Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep stated the cause of the impedances was unknown. Rep stated that no action was being taken at the time and the patient was keeping stim off and re-evaluating later.

Event description:
It was reported that an implanted neurostimulation system exhibited an ongoing high impedance issue. Abnormal impedance values were reported on lead contacts (contact 1 = 33790, contact 2 = 32940, and contacts 3, 4, 6, and 7 = 40000), and a connection check showed issues. The high impedance was not observed on the day of surgery. Impedance testing and a connection check were performed, and the system was reprogrammed using contacts 0 and 5. The issue remained ongoing, the cause was unknown, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.